Event description:
It was reported by service report that the extension cable for head end lift motor jacket is damaged, extension cable shorted to frame and tripped fuses on bed. No pt involvement or adverse consequences are reported.